Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the superficial femoral artery. A 300cm, 8cm poly tip v-18 control wire was selected for use. However, during procedure outside the patient, the guidewire tip broke. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.